Event description:
Caller reported a malfunction on the pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the displayed value being "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue occurred again. The caller acknowledged and understood these instructions.